Event description:
Caller reported that the t: slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The issue was resolved by using a different charging cable, and a replacement tandem charging cable was sent to the caller via two-day shipping. No further assistance was required as the pump began charging without any shutdown issues.